Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this leadless pacemaker and subcutaneous implantable cardioverter defibrillator system exhibited oversensing and noisy, leading to inappropriate anti-tachycardia pacing (atp) and inappropriate electric shocks. Reprogramming efforts were performed, however, the patient received another inappropriate electric shock. Programming attempts were exhausted, and the patient was extremely fearful of receiving additional shocks, so the investigator opted to turn therapies off. The patient is scheduled to undergo system explant with implant of a transvenous device. Subsequently, a revision procedure was performed and the s-ICD system was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this leadless pacemaker and subcutaneous implantable cardioverter defibrillator system exhibited oversensing and noisy, leading to inappropriate anti-tachycardia pacing (atp) and inappropriate electric shocks. Reprogramming efforts were performed, however, the patient received another inappropriate electric shock. Programming attempts were exhausted, and the patient was extremely fearful of receiving additional shocks, so the investigator opted to turn therapies off. The patient is scheduled to undergo system explant with implant of a transvenous device. Subsequently, a revision procedure was performed and the s-ICD system was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Added patient code (B)(6). Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Boston scientific has assigned an investigation conclusion code of no problem detected. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of oversensing was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.

Event description:
It was reported that the patient with this leadless pacemaker and subcutaneous implantable cardioverter defibrillator system exhibited oversensing and noisy, leading to inappropriate anti-tachycardia pacing (atp) and inappropriate electric shocks. Reprogramming efforts were performed; however, the patient received another inappropriate electric shock. Programming attempts were exhausted, and the patient was extremely fearful of receiving additional shocks, so the investigator opted to turn therapies off. The patient is scheduled to undergo system explant with implant of a transvenous device. Currently, this product remains in service and no additional adverse patient effects were reported.

Event description:
It was reported that the patient with this leadless pacemaker and subcutaneous implantable cardioverter defibrillator system exhibited oversensing and noisy, leading to inappropriate anti-tachycardia pacing (atp) and inappropriate electric shocks. Reprogramming efforts were performed, however, the patient received another inappropriate electric shock. Programming attempts were exhausted, and the patient was extremely fearful of receiving additional shocks, so the investigator opted to turn therapies off. The patient is scheduled to undergo system explant with implant of a transvenous device. Subsequently, a revision procedure was performed and the s-ICD system was explanted and replaced. No additional adverse patient effects were reported.